Event description:
It was reported that an interlink t-connector extension set leaked from its luer. This occurred during patient infusion of an unknown solution. The reporter stated that a non-baxter catheter was inserted, the set was primed, the catheter and set were connected, and upon opening the clamp, the leak occurred at the connection of the two devices. Nothing unusual was noted with the set before this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.